Manufacturer narrative:
Additional information was received that the ipg was relocated and the patient was reportedly doing well following the procedure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site.